Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was reported that it was not the socket but rather the cable that was bad and got replaced. Since the device was not returned, olympus could not confirm the detailed condition of the product, determine the root cause nor presume the cause of occurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the socket on her olympus evis exera ii video system center was experiencing connection issues. According to the initial reporter, the socket was not working properly during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.